Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened act keypad dome. The j2 keypad was found closed properly during our visual inspection. No blank display. Lcd board ok. The insulin pump was received with currents with in specification and passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The had minor scratched lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had display and keypad anomaly. The customer's blood glucose was unknown at the time of the incident. The customer stated that the keypad is unresponsive and that they received a blank display after multiple battery changes. Troubleshooting for button error was performed. Troubleshooting for blank display was declined. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan per health care professional's instruction. The insulin pump will be returned for analysis.